Event description:
Us complainant reported that a patient was on impella 5.5 support. While on support, impella stopped displayed on the automated impella controller (aic). The patient¿s outcome is unknown.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the console-pump stop has been completed. The console log confirmed the reported failure mode given there were multiple instances of the impella stopped (mechanical/electrical issue) - alarm (imcgui: event set: #115 from 9 (0)) and impella stopped. Retrograde flow. - alarm issued (imcgui: event set: #18 from 2 (0)) triggered during the clinical procedure. Additionally, several occurrences of the pmd has detected a pump speed deviation - alarm issued (imcgui: event set: #138 from 50 (0)) alarm before the pump was unplugged from the console. Real time (rt) logs showed multiple instances of motor current fluctuations, which eventually led to the pump speed deviation alarm, with the motor speed dropping to zero. See the attached image. The console was returned and upon visual inspection of the internal circuitry of the console did not reveal any anomaly. The console was run with a known good pump and purge system with no observable anomaly. The root cause for the pump stop controller error (red alarm) i.e. Impella stopped and controller error (yellow alarm) i.e. Pmd has detected a pump speed deviation was not related to any problems with the aic. No issues were found within the aic.